Event description:
It was reported that during a low anterior resection procedure, the cartridge fell out of the device and into the patient's abdomen. It was retrieved. There was no patient consequence.